Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set crimped cannula on (B)(6) 2024. The issue was observed within three hours of insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.